Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string pulled out and was unavailable to aid in the removal of the tampon. She experienced abdominal cramping and had to seek medical assistance to remove the tampon. She developed a uti and was diagnosed with a bladder infection. She was prescribed antibiotics for the infection. The abdominal cramping have resolved. Multiple attempts have been made to obtain further information regarding her treatment, however no further information has been received.